Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular lead exhibited noise. No intervention was performed. There were no patient consequences and the patient would continue to be monitored.